Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed blisters on her back under the electrodes. The patient reported that she saw her doctor and was using an antibiotic cream. The patient reported that the blisters had healed.